Event description:
The customer reported that the system locked up and experienced a recoverable loss of functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The customer was asked to monitor the system for future issues. The system was tested and found to be working as intended and put back into service.